Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, during preparation for a mitraclip procedure, the steerable guide catheter (sgc) flush port was broken and leaking where the stopcock attaches. A replacement sgc was used to complete the procedure. The device never entered the patient anatomy.

Manufacturer narrative:
All available information was investigated, and the reported broken flush port was confirmed via returned device analysis. The reported leak could not be replicated in a testing environment due to the returned condition of the of the device (broken flush port). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be due to the reported broken flush port. However, a cause for how the flush port broke cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.